Manufacturer narrative:
(B)(4). Concomitant medical products: vgxp xp e1 tib brg; p/n: 195815, l/n: 822870, kne-vanguard-locking bar-unk; p/n: unk, l/n: unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03045, 0001825034 - 2019 - 03046.

Event description:
It was reported patient had a revision on an unknown date due to the locking bar backing out of tibia and the lateral bearings dislocating. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned bearing found deep gouges and light scratches. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.